Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify a15 or e15 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the external flash crc error repeats. The customer's blood glucose level was 6.3 mmol/l. The insulin pump will be returned for analysis.